Manufacturer narrative:
Unit received with failed batt test due to corroded battery tube. Unable to perform displacement test due to failed batt test. Unit had cracked battery tube threads.

Event description:
The customer reported via phone call that the lip of the battery compartment is cracked off. The customer¿s blood glucose level was 101 mg/dl. The insulin pump will be returned for analysis.